Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded motor, rotor, and preload. The device will be repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating while the equipment was being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.